Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the problem reported. The air-fluid cables were replaced for diagnostic purposes and preventative maintenance was done. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unk at this time. (B) (4) - (B) (4).

Event description:
Adverse event(s): "15 - 20 minutes delay" (no code available). Product problem(s): system message displayed (device displays system message). A nurse reported during a case, the system displayed a system message and no functions were available. This resulted in a 15-20 minutes delay while the systems were switched out. The facility attempted to restart the system, but were unable to clear the system message. No pt harm was reported.